Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the catheter ruptured inside the patient. The distal part was removed from the patient with additional intervention.

Manufacturer narrative:
D9: date returned to mfg; 7/15/2025. Device evaluation: one used device and three photos were provided for the device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed, the root cause was unable to be determined. It was found that the device had fully torn.